Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The electrode migrated. When the surgeon wanted to re-insert the electrode, an extrusion in the middle ear was found. The device was explanted.

Event description:
The electrode migrated. When the surgeon wanted to re-insert the electrode, an extrusion in the middle ear was found; therefore the electrode was not re-inserted. The electrode was explanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit due to a post-operative migration of the electrode out of cochlea. Only a part of the active electrode with a length of 9,9cm has been received for investigation, which shows no abnormalities. The rest of the implant ist still implanted. This is a final report.